Manufacturer narrative:
The device was not returned therefore a device failure analysis could not be performed. The centercross IFU states "confirm the scaffold is fully sheathed with the outer shaft marker being distal of the inner shaft marker band" and "never advance or retract the centercross with the scaffold deployed or against any other resistance until the cause of the resistance is determined by fluoroscopy." Manufacturing records were reviewed. There were no nonconformances for related failure modes.

Event description:
Procedure date: (B)(6) 2017. Distributor and manufacturer awareness date: (B)(6) 2017. Very calcified sfa occlusion on a polypathologic patient (diabetic, renal dialysis, inferior amputation). Centercross was positioned after an implanted stent (previous procedure). Upon removal of the catheter, resistance was felt and the catheter was removed using additional force. After catheter removal, the scaffold was not attached to the catheter. A smart stent was implanted to affix the scaffold against the vessel wall. The patient was discharged with no issue.